Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 2.25x24mm promus element plus stent was advanced to the target lesion; however, the stent was unable to cross and the device was removed from the patient. Upon removal, the device came in contact with the y connector and the stent was dislodged. The physician replaced the device with a 2.25x20mm promus element plus stent and was implanted successfully. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the catheter. The stent was stretched to a length of 39mm. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. Traces of blood were visible in the guidewire lumen indicating the device had been advanced over the guidewire. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 2.25x24mm promus element¿ plus stent was advanced to the target lesion, however, the stent was unable to cross and the device was removed from the patient. Upon removal, the device came in contact with the y connector and the stent was dislodged. The physician replaced the device with a 2.25x20mm promus element¿ plus stent and was implanted successfully. No patient complications were reported and the patient's status was good.